Event description:
Information was received indicating that this smiths medical cadd solis vip exhibited constant air-in-line alarm with a primed set. No adverse effects reported.

Manufacturer narrative:
Other, other text: h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the smiths tampered seal label was missing, scratches and cracks on lcd lens screen. The customer stated problem was duplicated. There was a constant -air in line- error alarm during investigation. Air detector sensor was defective and inoperable so it was replaced. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.